Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device found he handle coating to be peeling. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Covering of ratchet handle has split. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment.